Event description:
Per the clinic, the patient experienced chronic mastoid infection subsequent to a severe cholesteatoma, leading to eardrum perforation, drainage, extrusion of the electrode into the eardrum and an extrusion of the receiver/stimulator. Subsequently, the patient was treated with oral and topical antibiotics (date and duration not reported). However, the issue could not be resolved and the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.